Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the lot number of the product involved? I do not have the lot number information. Has the patient had any serious and / or permanent damage? Not so far. Did the patient have to be hospitalized or had they been hospitalized for a long time due to a product problem? The hospitalization was prolonged. Did the patient need to be re-operated to avoid or correct any damage? No. Was there any piece breakage? If yes, has it been removed? No. What were the indications for original surgery? Bariatric surgery. Were there any staple formation issues or hemostasis issues noted during initial procedure? Yes. Had a hemostasis issues noted during procedure, in the clamp line on the anastomosis. Did the patient have any coagulation disorders or was on preoperative blood thinners? No. What was the product code of the stapler used? I don´t have a product cod. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the bleeding identified? After clipping. The dra accomplished over-suture. Was the exact site of the bleeding identified? If so, which anastomosis? Yes. In the gastro-entero and entero-entero. Has there been any additional medical or surgical intervention required since the (B)(6) procedure? Patient received 4 bags of blood. What is the current patient status? Patient was discharged on (B)(6).

Event description:
It was reported that the patient presenting bleeding at the staple line, in the gastro-entero and entero-entero anastomosis. Surgery happened on (B)(6) 2018. Patient hospitalized since (B)(6) 2018. He has received 4 bags of blood so far.